Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his pump will rewind but when it tries to prime, it alarms compromised force sensor. His blood glucose was unknown. He said that insulin does come out when priming but it seems to be forced. During prime rewind troubleshooting, the alarm is occurring. The customer said that he is treating with shots. His drive support cap is sticking out and said that he did not press the cap while connected. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.